Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel and the control panel cards were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No patient injury was reported.